Event description:
It was reported that an episode of noise was observed at follow-up. Review of the stored egms found noise consistent with rv lead damage. The associated lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.